Event description:
Pt reporting frequent no disposable alarms through out week using different cassettes. Troubleshooted but alarms continue. Pt reporting seeing a gap between the cassette and pump. No further details provided.